Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during power-on testing, a c-34 error was observed, confirming that the fault occurred in the field. Visual inspection did not identify any conditions related to the reported event. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer called on behalf of a surgeon to report a c-34 error on the erbe generator related to monopolar energy. The error appeared every time the surgeon attempted to use the energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that in some cases, switching to the classic coagulation mode might allow the procedure to continue. The customer acknowledged this advice and planned to relay it to the surgeon. A follow-up call confirmed that switching to classic coagulation mode allowed the surgery to proceed and finish normally. The tse noted multiple instances of the c-34 error, indicating an issue with the generator. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.